Event description:
Plate was implanted for a left distal radius fracture on 03/17/1999. Pt experienced progressive pain and hardware was removed 10/18/1999. Upon removal, surgeon noted extensor synovitis and tendon rupture.